Event description:
It was reported that post a successful procedure during a clinical trial for an aneurysm in the internal carotid artery-clinoid (c5 segment), the subject had visual disturbance. This was described as intermittent left eye flashing lights like a shooting star. The visual disturbances had no associated symptoms. On eye examination, a normal retina with no issues was found. A diagnostic test for antiplatelet efficacy was also performed where the pru level was 52. The event was reported as recovering/resolving. In the site physician's opinion, this event was not related to the flow diverter as it was contralateral. Cec adjudicated this event as possibly related to the flow diverter, subject long sheath, catheter and micro catheter.

Manufacturer narrative:
Although the lot number was not provided, the automated mes system has controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'patient neurological deficit' is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that post a successful procedure during a clinical trial for an aneurysm in the internal carotid artery-clinoid (c5 segment), the subject had visual disturbance. This was described as intermittent left eye flashing lights like a shooting star. The visual disturbances had no associated symptoms. On eye examination, a normal retina with no issues was found. A diagnostic test for antiplatelet efficacy was also performed where the pru level was 52. The event was reported as recovering/resolving. In the site physician's opinion, this event was not related to the flow diverter as it was contralateral. Cec adjudicated this event as possibly related to the flow diverter, subject long sheath, catheter and micro catheter.